Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The suspect device has been returned to olympus for evaluation. The physical device evaluation found that the light guide insertion part distal end was chipped cracked and discolored. Insertion part in light guide bundle had fiber breakings. The insertion part a rubber glue was worn out. Universal cord was buckled. The control unit, right left knob angulation play, right left knob angulation, up down knob angulation had less or specified value. The biopsy channel had a wear and tear. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the relation between the event and the device could not be confirmed. It is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to french recommendation. This information is addressed in the instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope tested positive for unexpected and unspecified contamination. The issue was found during the routine culture of the scope. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results found less than 1 cfu of microorganisms. The customer performed cleaning, disinfection, and sterilization process and stated that the related to endoscope contamination was no suspected patient infection. Precleaning was performed immediately after the patient procedure. Water was aspirated through the instrument/suction channel with a suction pump. Forceps elevator was moved to raise and lower 3 times in water during aspiration. Aspiration was done with both the 1st and 2nd position of the suction valve. Air/water channel were flushed with water and air by using mh-948. The automated endoscope reprocessor (aer) was utilized and no defect was found. The pre-cleaning detergent is wassenburg and the automated endoscopic reprocessor (aer) used and the product name of the disinfectant is wassenburg. All channels were connected with tubes when the endoscope was setting up into the automated endoscope reprocessor. All the channels were connected with tubes when the endoscope was setting up into the aer. The concentration and expiration date of disinfectant was controlled. The water quality of the rinse water was controlled. The water filter was replaced periodically in accordance with the instructions for use (IFU). The device was blow dried by filtered compressed air. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.